Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) was returned from a facility were funeral service and cremation preparation are completed. Information identified in the manufacture's data base indicated the patient died approximately two months post the implant of the ICD. Cause of death has been requested and not received.